Event description:
Per a pmcf study: xcela PICC with pasv valve technology: the clinical condition for which this catheter was used is infection. Hcp reported that death of the patient occurred during the procedure.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. A UDI nor a lot number was provided by the end user, therfore section d4 was unable to be filled in. (B)(4).

Manufacturer narrative:
No PICC device was returned to angiodynamics for evaluation, since there was no report of device malfunction or performance issue during use for administration of IV fluids, and IV medications for treatment of infection. PICC was in situ for more than 5 months and use was discontinued when patient expired. It was reported that the death of the patient was not related with the usage of the catheter. The customer's reported complaint description of the patient expired during use of the PICC device to treat an infection could not be confirmed given the patient centric nature of this serious adverse event (sae). There was no report of device malfunction or performance issue during use for administration of IV fluids, and IV medications for treatment of an infection. PICC was in situ for more than 5 months and use was discontinued when patient expired. It was reported that the death of the patient was not related with the usage of the catheter. No DHR review was conducted since there was no reported lot number and DHR review of ship history report lots could not be performed since item number was also unknown. Labeling review: the directions for use (dfu) item number 14600577-01 that is provided with the xpp device contains the following statements: intenced use/indications for use the xcela PICC with pasv valve technology is indicated for short or long-term peripheral access to the central venous system for intravenous therapy, including but not limited to, the administration of fluids, medications and nutrients; the sampling of blood; and for power injection of contrast media. Potential complications/adverse events · infection · death · pulmonary embolism · sepsis a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional information: per a pmcf study: xcela PICC with pasv valve technology: the device was being used to peripherally treat the patient's preexisting infection with antibiotics. However, during use of the device to gain peripheral access to the central venous system for administration of IV fluids, and IV medications the patient expired. The health care professional (hcp) at the user facility reported that the patient death was not related to the usage of the catheter.